Event description:
Customer reported no reactivity to an antibody screen with a patient previously confirmed to have an anti-kell. Testing was performed on the provue with s652 diluted to 0.8%. Customer performed additional testing with the sample against 0.8% vrb175 and reports all kell+ donors to have yielded a 1+ reaction. Sample was then tested against their new shipment of 0.8% vs609, and a 1+ reaction was noted to cell I (k+). No manual gel testing of the sample was performed on that day and the cells in question have been confirmed to have been discarded. Customer reports that qc testing of lot# s652 was acceptable. Cts reviewed the batch report - the cell button of the 3% cells diluted to 0.8% appears smaller than a manufactured 0.8% cell suspension.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint review. All test results were satisfactory. Qc performed by customer was satisfactory. (B)(4).